Manufacturer narrative:
(B)(4). Date sent 11/8/2024. D4 batch #679c35. B3: only event year known: 2024. Investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. 13 sterile samples were received with same lot number and same condition. The analysis results found that thirteen tcr75 reloads were received sterile with no apparent damage. The samples were opened and tested for functionality with a test device and they fired without any difficulties. The staple lines and cut lines were complete, and the staples meet the staple form release criteria. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Although no conclusion could be reached on the cause of the reported event, the instructions for use do contain the following caution: ensure that the tissue lies flat between the forks. Any ¿bunching¿ of tissue along the reload or scale may result in an incomplete staple line. Tissue to be transected must be located between the arrows marked on the instrument jaw (illustration 6). Any tissue located outside of the arrows is out of the stapling range. When positioning the device on the application site, ensure that no obstructions such as clips, stents, guide wires, and etc., are within the instrument anvils. Firing over an obstruction may result in incomplete cutting action and/or improperly formed staples. The event described could not be confirmed as the reload performed without any difficulties noted. Although no product defect was identified, there may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the laboratory analysis. A manufacturing record evaluation was performed for the finished device batch number 679c35, and no non-conformances were identified. The manufacturing records were reviewed and the manufacturing/packaging criteria were met prior to the release of this lot. Additional information was requested, and the following was obtained: 1. Did the device staple? Second reload stapled, but not to the very end. 2. If the device stapled, was the staple line complete? Staple line seemed okay, but did not staple to end of stapler. 3. If the device stapled, what was the shape of the staples (b-formation, irregular, legs straight)? Was not indicated to me by those in procedure. 4. Did the device cut? No issue cutting was reported by those in procedure. 5. If the device cut, was the cut line complete? No issue cutting was reported by those in procedure. 6. Were the cut line and staple lines equal? No issues cutting or with staples were reported by those in procedure. 7. Was the device fired across a staple line? Not disclosed. 8. Please provide details as to how the reload did not work. It did not staple to the very end of reload. 9. Did the reload lock out and would not work? No lockout was reported. 10. Did the reload begin to staple and cut, but then jammed? No jam reported; it was reported that did not staple to end of reload. 11. Did the device staple, but there was no cut line? This issue was not reported. 12. Is the current patient status known? No patient status given. 13. Was there any patient consequence or change in the post-operative care of the patient as a result of the event? (Extended hospital stay, readmission, re-operation, etc.) No patient consequence reported. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during an unknown procedure that there was a misfire on the first reload. They claimed the second reload had staples sticking out, but they did not specify if it was before or after firing. No patient harm was reported. Rep is still waiting for more information.